Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received inappropriate shocks and anti-tachycardia pacing (atp) therapy for an atrial arrhythmia. Upon review, it was noted that the device also recorded pacemaker mediated tachycardia (pmt) episode. The device appeared to be functioning as programmed. This device remains in service. No adverse patient effects were reported.